Event description:
A defective bolt snapped at wheel causing the pt and nurse to fall. Although pt rec'd minimal injury, the nurse pulled muscles in her neck, back and legs, requiring physical therapy.